Manufacturer narrative:
Additional information: further information was provided and reported there was no vitrectomy, incision enlargement or sutures required when the lens was explanted. The lens was replaced with a non-johnson & johnson replacement lens. The replacement lens successfully implanted. No additional information was provided. The following sections have been updated accordingly: section a2: age/date of birth: (B)(6) 1955. Section b3: date of event: (B)(6) 2019. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/not provided. Date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2019-(B)(6) 2020. (B)(4). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to intolerable glare. The suspect product will not be returned. No additional information was provided to johnson & johnson surgical vision.